Event description:
Product problem: the inferior attachment system failed to deploy after the release wire was pulled. During the process of deploying the ipsilateral attachment system, the hooks failed to deploy as the release wire was pulled. The handle was dismantled to gain access to the ipsilateral attachment site. A balloon was used to help deploy the attachment system. The final result was a successful implant.